Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the tip of the subject device possibly caused a dissection. No other information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, death and vessel pdissection are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the tip of the subject device possibly caused a dissection. The patient died. The physician believed that due to the softness of the catheter tip, the patient had a dissection and eventually died.